Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 55 mg/dl at the time of incident and current blood glucose level was 155 mg/dl. Customer¿s other blood glucose level was 285 mg/dl. The customer did not provide details on symptoms related to the low blood glucose level episodes. Customer was treated with glucose tablets and orange juice. Customer also reported that the sensor had received sensor updating and change sensor alarm. Troubleshooting was performed for low blood glucose level. The insulin pump will not be returned for analysis.